Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous left anterior descending (lad) to diagonal coronary artery. During removal of the ht balance middleweight guide wire, resistance was felt with a side strut of a stent in the lad. It was then noted that the tip of the guide wire had broke off. The tip was then noted to be in the guiding catheter. The devices were simply removed and the broken tip piece was recovered. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.